Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the adapter was not able to recognize the reload. A new reload was used and everything continued to work well. There was no patient injury.